Event description:
It was reported that during a percutaneous peripheral intervention procedure, a balloon rupture and stent deployment issue occurred. Vascular access was obtained via the groin. The target de novo lesion was located in the mildly tortuous and severely calcified common iliac artery (cia). An 7.0x20x75cm express ld stent delivery system was advanced and the stent was deployed. However, during the first sds balloon inflation, a rupture occurred at 6 atms. The stent was not fully deployed, nor apposed to the vessel wall but remained in position. The sds was removed and the stent was fully deployed with a 7x2x90cm ultra thin balloon catheter. The final placement of the stent was well positioned and well apposed to the vessel wall. No further patient complications were necessary and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).